Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A battery longevity from august 2025 estimated 5.5 years remaining, and another longevity calculation from approximately 8 months later estimated approximately 4.5 years remained. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device evaluation was recommended within 180 days to re-analyze the pacemaker with data. The device will remain implanted and the patient will be monitored at this time. No adverse patient effects were reported.